Event description:
It was reported that during a gastric bypass procedure, the device cut and only partially stapled. A new instrument was opened and the procedure was completed. Patient consquences not reported.